Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00020. A facility reported a certas valve (ID 828804) was implanted in a 75 year-old male patient due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2022 with unknown setting. It was used with 823074 (serial;unk). Afterwards, imaging was performed and cerebrospinal fluid retention was confirmed around the stepped connector proximal to the valve. The valve and the peritoneal catheter (ID 823074) were removed and replaced on (B)(6) 2023.

Manufacturer narrative:
Unique device identification (UDI) - (B)(4). Certas valve (ID 828804) has been returned for evaluation: failure analysis- the position of the cam when valve was received was at setting 6. The ventricular catheter was irrigated, no occlusion noted. The valve was visually inspected, a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm a occlusion issue with the valve at the time of the investigation. The possible root cause of the problem reported by the customer, could be due to biological and protein deposits affecting the valve.

Event description:
N/a